Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2023, UDI#: (B)(4) per the manufacturer¿s device registration the device was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine and bupivacaine. The indication for use was malignant pain. It was reported that the patient¿s spinal wound dehisced. This issue was noticed about 1 week ago.